Event description:
Can't walk [walking difficulty]; septic infection [septic joint] ; bilateral pain/ pain is 5/10 compared to 10/10/knee is hurting/pain is 7-8/10/ pain in the back of knee [knee pain] ; bilateral swelling [knee swelling] ; joint stiffness [joint stiffness] ; knee effusion [knee effusion] ; joint fluid appearance tan cloudy [synovial fluid analysis] ; synovial fluid many wbc's [synovial fluid lymphocytes present] ; inability to flex, nor fully extend the knee [joint range of motion decreased] ; nor bear weight [weight bearing difficulty] ; crying [crying] ; internal derangement of left and right [internal derangement of knee] ; chondromalacia left knee [chondromalacia of patella] ; patellar tendinitis of left knee [patellar tendinitis] ; have never felt like this before in my knees [feeling strange] ; it hurts to even exercise it an bend it [pain upon movement] ; knees are feeling weak while walking/weak legs/left leg feels very weak [weakness of limbs] . Case narrative: this case is cross-referenced with case ids (B)(4) (same patient). Initial information received on (B)(6) 2018 regarding an unsolicited valid serious case received from united states from a health professional. This case involves a (B)(6) female patient (162 cm and (B)(6)) who experienced bilateral pain/ pain is 5/10 compared to 10/10/knee is hurting/pain is 7-8/10/ pain in the back of knee, bilateral swelling (latency: same day), joint fluid appearance tan cloudy, synovial fluid many wbc's, inability to flex, nor fully extend the knee, nor bear weight, can't walk, am crying, internal derangement of left and right and left knee effusion (latency: 1 day); septic infection, have never felt like this before in my knees (latency: 2 days), chondromalacia left knee, patellar tendinitis of left knee and left knee effusion (latency: 7 days), knees are feeling weak while walking/weak legs/left leg feels very weak(latency: 20 days), hurts to even exercise it and bend it (latency: 21 days), joint stiffness (latency: 23 days) while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included vitamin d deficiency, restless legs syndrome, migraine from, cardiac failure congestive, anaemia, cholecystectomy, implantable defibrillator insertion, female sterilisation, food allergy to seafood, drug allergy to ace inhibitors and iodine, catheterisation cardiac, drug hypersensitivity with ace inhibitors, drug hypersensitivity with iodine and iodine containing products. It was reported that the patient was a non-tobacco user, abstains from alcohol and all recreational drugs. The patient was reported to be allergic to seafood with symptoms of headache, diaphoresis and generalized pain. The patient's past vaccination(s) included dtp, measles, opv, rubella and influenza. The patient's family history included asthma with sister, son, neoplasm malignant with father, cardiomyopathy with maternal aunt, sister, coronary artery disease with maternal uncle, mother, diabetes mellitus with brother, mother, cardiac disorder with brother, mother, sister, hypertension with sister, osteoarthritis with sister and thyroid disorder with sister. The patient's concurrent conditions included gastrooesophageal reflux disease, non-cardiac chest pain, fibromyalgia, bursitis, arthralgia, fibroma, osteoarthritis, osteoarthritis, overweight -2014, cardiomyopathy, anxiety, chronic left ventricular failure and obesity. Concomitant medications included acetylsalicylic acid (ecotrin); carvedilol (coreg); betamethasone dipropionate, clotrimazole (lotrisone); cyclobenzaprine hydrochloride (flexeril); escitalopram oxalate (lexapro); gabapentin (neurontin); potassium chloride (klor-con); lisinopril dihydrate (prinivil); lisinopril (zestril); mupirocin (bactroban); ondansetron (zofran); vitamin d nos (vitamin d); alprazolam (xanax); promethazine (phenergan); rivaroxaban (xarelto); acetaminophen hydrocodone (acetaminophen hydrocodone); atorvastatin calcium (lipitor); duloxetine hydrochloride (cymbalta); sacubitril valsartan sodium hydrate (entresto); topiramate (topamax); folic acid (folic acid); and potassium chloride (potassium chloride). On (B)(6) 2017 at 1000 hours, the patient received intra-articular hylan g-f 20, sodium hyaluronate at a dose of 6 ml once (with an unknown batch number) for primary osteoarthritis of both knees. On (B)(6) 2018, the patient developed bilateral pain/ pain is 5/10 compared to 10/10/knee is hurting/pain is 7-8/10/ pain in the back of knee (arthralgia), bilateral swelling (joint swelling). The swelling started the same night and progressively got worse. On (B)(6) 2018, patient developed, joint fluid appearance tan cloudy (synovial fluid analysis), synovial fluid many wbc's (synovial fluid white blood cells positive), inability to flex, nor fully extend the knee (joint range of motion decreased), nor bear weight (weight bearing difficulty), can't walk (gait disturbance), crying (crying) and internal derangement of left, right (joint dislocation) and knee effusion (joint effusion). Approximately 5 cc of 1% lidocaine plain was injected with a 25-gauge needle into the aspiration site without difficulty. 60cc's of normal joint fluid were aspirated from the superolateral aspect of the right knee joint using a 18gx1.5 needle in sterile fashion without complication. Bandage was applied. Joint fluid sent to lab for analysis. On (B)(6) 2018, the patient developed septic infection and felt something which the patient had never felt like this before in my knees. On (B)(6) 2018, the patient developed chondromalacia left knee (patellofemoral pain syndrome) and he patient developed a non-serious patellar tendinitis of left knee (tendonitis). It was reported that the patient was given medrol dose pack for adverse reaction to synvisc one injection. The patient was prescribed a gel (unspecified) for knee pain and swelling which didn't work at all. On (B)(6) 2018, the patient's knees were feeling weak while walking/weak legs/left leg feels very weak. On (B)(6) 2017, the patient reported that it hurts to even exercise it and bend it. On (B)(6) 2017, the patient developed joint stiffness. Final diagnosis was am crying, can't walk, nor bear weight, inability to flex, nor fully extend the knee, bilateral swelling, bilateral pain/ pain is 5/10 compared to 10/10/knee is hurting/pain is 7-8/10/ pain in the back of knee, chondromalacia left knee, synovial fluild many wbc's, joint fluid appearance tan cloudy, knee effusion, internal derangement of left and right, patellar tendinitis of left knee, septic infection and felt something which the patient had never felt like this before in my knees, knees were feeling weak while walking/weak legs/left leg feels very weak, it hurts to even exercise it and bend it and joint stiffness. Seriousness criteria: required intervention for bilateral swelling and bilateral pain corrective: medrol dose pack for bilateral swelling and bilateral pain; walker cane for can't walk, steroids (unspecified) for septic infection, bilateral pain/ pain is 5/10 compared to 10/10/knee is hurting/pain is 7-8/10/ pain in the back of knee, bilateral swelling, joint stiffness, knee effusion. Not reported for the rest. Outcome: unknown for all the events. A ptc complaint was initiated and results were pending for the same.

Event description:
Septic infection [septic joint]. Can't walk [walking difficulty]. Bilateral pain/ pain is 5/10 compared to 10/10/knee is hurting/pain is 7-8/10/ pain in the back of knee [knee pain]. Bilateral swelling [knee swelling]. Joint stiffness [joint stiffness]. Knee effusion [knee effusion]. Joint fluid appearance tan cloudy [synovial fluid analysis abnormal]. Synovial fluid many wbc's [synovial fluid white blood cells positive]. Inability to flex, nor fully extend the knee [joint range of motion decreased]. Nor bear weight [weight bearing difficulty]. Crying [crying]. Internal derangement of left and right [internal derangement of knee]. Chondromalacia left knee [chondromalacia of patella.] Patellar tendinitis of left knee [patellar tendinitis]. Have never felt like this before in my knees [feeling strange]. It hurts to even exercise it an bend it [pain upon movement]. Knees are feeling weak while walking/weak legs/left leg feels very weak [lower extremities weakness of]. Case narrative: this case is cross-referenced with case ids: (B)(4) (same patient). Initial information was received on 25-jul-2018 regarding an unsolicited valid serious case from united states from a health professional. This case involves a 45 years old female patient (162 cm and 94.78 kg) who can't walk, septic infection, bilateral pain/ pain is 5/10 compared to 10/10/knee is hurting/pain is 7-8/10/ pain in the back of knee, bilateral swelling, joint stiffness, knee effusion, joint fluid appearance tan cloudy, synovial fluid many wbc's, inability to flex, nor fully extend the knee, nor bear weight, crying, internal derangement of left and right, chondromalacia left knee, patellar tendinitis of left knee, have never felt like this before in my knees, it hurts to even exercise it an bend it and knees are feeling weak while walking/weak legs/left leg feels very weak, after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included vitamin d deficiency disease (from on (B)(6) 2013), restless leg (from on (B)(6) 2012 to on (B)(6) 2014), migraine headache (from on (B)(6)2014), congestive heart failure, anaemia, cholecystectomy, defibrillator (on (B)(6) 2015), tubal ligation, and catheterisation cardiac (on 2014 and 2016). It was reported that the patient was a non-tobacco user, abstains from alcohol and all recreational drugs. The patient's past vaccination(s) included diphtheria vaccine toxoid, pertussis vaccine, tetanus vaccine toxoid (dtp) from on (B)(6) 1970, measles vaccine (measles) on (B)(6) 1972, polio vaccine live oral (opv) from on (B)(6) 1970 to on (B)(6) 1975, rubella vaccine (rubella) on (B)(6) 1972, and influenza vaccine (influenza) on (B)(6) 2014. The patient's family history included asthma with sister, son, neoplasm malignant with father, cardiomyopathy with maternal aunt, sister, coronary artery disease with maternal uncle, mother, diabetes mellitus with brother, mother, cardiac disorder with brother, mother, sister, hypertension with sister, osteoarthritis with sister and thyroid disorder with sister. The patient's concurrent conditions included gastrooesophageal reflux disease, non-cardiac chest pain, fibromyalgia (since on (B)(6) 2012), pes anserine bursitis (since on (B)(6)2012), left anterior knee pain (since on (B)(6) 2013), fibroma of bone (since on (B)(6) 2013), osteoarthritis of left knee (since on (B)(6) 2013), overweight (since on (B)(6) 2014), non-ischemic cardiomyopathy (on (B)(6) 2014), depression with anxiety, chronic systolic heart failure (since on (B)(6) 2016), obesity (since on (B)(6) 2016), allergic to seafood (reaction: headache, diaphoresis, and generalized pain), allergy to ace inhibitors (reaction: intolerance; since: on (B)(6) 2016) and iodine and iodine containing products (reaction: swelling; since on (B)(6) 2015). Concomitant medications included acetylsalicylic acid (ecotrin); carvedilol (coreg); betamethasone dipropionate, clotrimazole (lotrisone); cyclobenzaprine hydrochloride (flexeril); escitalopram oxalate (lexapro); gabapentin (neurontin); potassium chloride (klor-con); lisinopril dihydrate (prinivil); lisinopril (zestril); mupirocin (bactroban); ondansetron (zofran); vitamin d nos (vitamin d); alprazolam (xanax); promethazine (phenergan); rivaroxaban (xarelto); acetaminophen hydrocodone; atorvastatin calcium (lipitor); duloxetine hydrochloride (cymbalta); sacubitril valsartan sodium hydrate (entresto); topiramate (topamax); folic acid (folic acid); and potassium chloride on (B)(6) 2017 at 10:00 hours, the patient received intra-articular hylan g-f 20, sodium hyaluronate at a dose of 6 ml once (with an unknown batch number) for primary osteoarthritis of both knees. On same day, the patient developed bilateral pain, pain was 5/10 compared to 10/10, knee was hurting/pain was 7-8/10/pain in the back of knee (arthralgia), and bilateral swelling (joint swelling). The swelling started the same night and progressively got worse. On (B)(6) 2017, after latency of 1 day, the patient developed, joint fluid appearance tan cloudy (synovial fluid analysis abnormal), synovial fluid many wbc's (synovial fluid white blood cells positive), inability to flex, nor fully extend the knee (joint range of motion decreased), nor bear weight (weight bearing difficulty), can't walk (gait disturbance), crying (crying) and internal derangement of left, right (joint dislocation) and knee effusion (joint effusion). Approximately 5 cc of 1% lidocaine plain was injected with a 25-gauge needle into the aspiration site without difficulty. 60cc's of normal joint fluid were aspirated from the superolateral aspect of the right knee joint using a 18g x 1.5 needle in sterile fashion without complication. Bandage was applied. Joint fluid sent to lab for analysis. On (B)(6) 2017, after latency of 2 days, the patient developed septic infection (arthritis bacterial) and felt something which the patient had never felt like this before in my knees (feeling abnormal). On (B)(6) 2017, after latency of 7 days, the patient developed chondromalacia left knee (patellofemoral pain syndrome) and patellar tendinitis of left knee (tendonitis). It was reported that the patient was given medrol dosepak for adverse reaction to synvisc one injection. The patient was prescribed a gel (unspecified) for knee pain and swelling which didn't work at all. On (B)(6) 2017, after latency of 20 days, the patient's knees were feeling weak while walking/weak legs/left leg feels very weak (muscular weakness). On (B)(6) 2017, after latency of 21 days, the patient reported that it hurts to even exercise it and bend it (pain). On (B)(6) 2017, after latency of 23 days, the patient developed joint stiffness. Action taken: not applicable for all the events. Corrective: methylprednisolone (medrol dosepak) and gel for joint swelling and arthralgia; walker cane for gait disturbance; steroids (unspecified) for arthritis bacterial, arthralgia, joint swelling, joint stiffness, joint effusion; not reported for the rest of events. Outcome: unknown for all the events. Seriousness criteria: required intervention for arthralgia, joint effusion, joint stiffness, joint swelling, arthritis bacterial, disability for gait disturbance. A product technical complaint (ptc) was initiated on 25-jul-2018 for synvisc one; batch number: unknown; global ptc number: 100128314. The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr (non-conformance) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor complaints as stated in sop rdg-sop-000440 "product event handling" to determine if a CAPA is required. Final investigation was completed on 01-jun-2021. Follow up information received on 25-jul-2018 from healthcare professional. Global ptc number added. Additional information was received on 01-jun-2021 from other healthcare professional (from quality department). Gptc results were received and added. Text was amended accordingly.